Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, hemostasis was found to have failed after the use of a 7f exoseal vascular closure device (vcd) after pressing the plug deployment button and withdrawing the device. Manual compression was ultimately used to stop the bleeding due to closure failure. There was no reported patient injury. The device was used in a surgery for lower limb arterial stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. The suitability of the femoral artery was verified via angiography, including confirmation of the sheath insertion angle (30¿45 degrees). The vessel diameter was confirmed to be =5 mm. No visible calcium or plaque was noted at the puncture site, and there was no stent or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The vessel had stenosis greater than 50% at or near the puncture site. No closure device or manual compression had been used at the target site within 30 days prior to the procedure. The operator had many years of experience using exoseal. Retrograde puncture was performed via the left femoral artery using an 7f avanti+ cordis short sheath. No resistance or friction was encountered as the exoseal vcd advanced through the sheath, and there was no difficulty in connecting the vascular sheath introducer to the device or deploying the plug. The device was slowly withdrawn at a 40° angle. After the pulsatile blood flow stopped in the blood return indicator, the device was further withdrawn by 1 cm. The indicator window turned completely black. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, and an audible click was heard upon locking with the handle assembly. Upon removal of the exoseal vcd and sheath, ooze of blood was observed at the puncture site. The devices were removed as a single unit approximately 1¿2 seconds after deployment, and the plug did not fall out of the exoseal vcd shaft. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found partially retracted a 8f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. As part of this evaluation, an attempt was made to fully depress the deployment lever. The action was carried out successfully, with the lever fully depressed without resistance. Following the successful depression of the lever, the indicator wire responded as expected and was completely retracted. This outcome confirms that the deployment mechanism functioned properly, and no anomalies were observed during the process. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the event and since the plug was not received for analysis. Patient related events cannot be fully evaluated without procedural films. The cause of the reported issue could not be determined, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, the device was received with partial depression of the lever. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. It was also reported that the patient had stenosis of the vessel. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, hemostasis was found to have failed after the use of a 7f exoseal vascular closure device (vcd) after pressing the plug deployment button and withdrawing the device. Manual compression was ultimately used to stop the bleeding due to closure failure. There was no reported patient injury. The device was used in a surgery for lower limb arterial stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. The suitability of the femoral artery was verified via angiography, including confirmation of the sheath insertion angle (30¿45 degrees). The vessel diameter was confirmed to be =5 mm. No visible calcium or plaque was noted at the puncture site, and there was no stent or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The vessel had stenosis greater than 50% at or near the puncture site. No closure device or manual compression had been used at the target site within 30 days prior to the procedure. The operator had many years of experience using exoseal. Retrograde puncture was performed via the left femoral artery using an 7f avanti+ cordis short sheath. No resistance or friction was encountered as the exoseal vcd advanced through the sheath, and there was no difficulty in connecting the vascular sheath introducer to the device or deploying the plug. The device was slowly withdrawn at a 40° angle. After the pulsatile blood flow stopped in the blood return indicator, the device was further withdrawn by 1 cm. The indicator window turned completely black. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, and an audible click was heard upon locking with the handle assembly. Upon removal of the exoseal vcd and sheath, ooze of blood was observed at the puncture site. The devices were removed as a single unit approximately 1¿2 seconds after deployment, and the plug did not fall out of the exoseal vcd shaft. The device will be returned for analysis.

Event description:
As reported, hemostasis was found to have failed after the use of a 7f exoseal vascular closure device (vcd) after pressing the plug deployment button and withdrawing the device. Manual compression was ultimately used to stop the bleeding due to closure failure. There was no reported patient injury. The device was used in a surgery for lower limb arterial stenosis. The operator had many years of experience using exoseal. Retrograde puncture was performed via the left femoral artery using an unknown cordis short sheath. The device was slowly withdrawn at a 40° angle. After the pulsatile blood flow stopped in the blood return indicator, the device was further withdrawn by 1 cm. The indicator window turned completely black. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.